Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with halos and transient light sensitivity (tls) on both eyes (ou) at 11 day post-operative exam. The brief description from the account indicated there was a decrease in night vision due to halo. The comment from the patient was that the patient was a little nervous about night driving. Topical steroid dosage was increased to resolve symptoms. The symptoms have been resolved. Bcva from (B)(6) 2015: right eye pre-op 20/20 -5.50 x -.75 x 125, left eye pre-op 20/20 -5.25 x -.75 x 75. Bcva from (B)(6) 2015: right eye post-op 20/20 -.50 x -.25 x 25, left eye post-op 20/20 .00 x .00 x 90.